Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was received: what healthcare professional fired the device and what is his/her experience with the device? Consultant (B)(6). Where in the green gap setting scale was the indicator located prior to firing? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes on 2nd firing. Not on first firing. Were the donuts inspected? If so, please describe. Yes. Both intact. Was a complete washer transection confirmed? Yes. Were there any staple formation issues identified? No. Were there any patient consequences? No.

Event description:
It was reported that during a sigmoid resection, the surgeon fired the device but did not hear a crunch or get the required tactile feedback. Surgeon then put the safety trigger back on. The surgeon was unable to remove the device from the patient. Surgeon considered options at this point and decided to re-fire. Leak test was completed and was negative. Surgery was completed satisfactorily.